Event description:
A customer reported that the equipment displayed multiple system messages and locked prior to a vitreo-retinal procedure. The pt was in the surgical room and had already received peribulbar anesthesia. There was no harm to the pt, but the procedure and all subsequent procedures for the day were canceled.

Manufacturer narrative:
The company rep examined the system and confirmed the problem reported. The transducer printed circuit board (pcb) was replaced. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did indicate 1 similar report for this system. The root cause could not be determined conclusively. (B)(4).